Event description:
Transporting patient from surgery unit to or. As the infant warmer bed was moved foward, the propaq monitor on the extending shelf swung to the right and both fell off of the nicu bed. It was caught a foot from the floor, but it narrowly missed hitting the patient as it fell.====================== manufacturer response for warming bed, air-shields======================the manufacturer wants to schedule a time to come in and look at the bed.